Event description:
The epidural needle and catheter were placed in the pt. The catheter could not be advanced to the desired location. The needle and catheter were attempted to be removed simultaneously. When the needle and catheter were removed, it was noticed that the catheter tip was missing. An unsuccessful attempt to retrieve the catheter tip was made.